Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a burn like rash that became an open sore. There was no alleged device malfunction contributing to the irritation. Patient was suggested to use neosporin by a nurse, but stated it hasn't helped. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.